Event description:
It was reported that this right atrial (ra) lead was chronically dislodged. Technical services (ts) recommended programming options. This lead remains in service. No additional adverse patient effects were reported.